Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient has been complaining of hearing a static noise since shortly after his initial fit. This sound is only present when he is in background noise and not evident in quiet situations. The audiologist believed that he is responding to ambient noise in his environment. The patient was implanted on (B)(6) 2009, in the right ear. This ear had limited experience with hearing aids prior to implantation as the patient has fairly normal hearing to 2000 hz in the other ear and he did not like wearing a hearing aid. He recently put in his old hearing aid and reported the sound quality to be much better than what he gets with the soundbridge. Surgery was reported as uncomplicated. His initial activation was on (B)(6) 2009, med-el was present. At that time, he was very pleased with the sound. A week or two after his fitting, he began complaining that the static sound was over interfering with the incoming speech. His audio processor was exchanged to rule out an ap problem. This did not help. He returned for follow-up programming on (B)(6) and (B)(6) 2009 (med-el present). Improvements were noted in quality. Audio and sound field testing was performed. Patient is concerned that there is an internal problem causing the static sound. It is recommended, he contact his surgeon.